Event description:
A pt was placed in a mayfield skull clamp in preparation for surgery (unspecified). Before surgery started, the pt's head slipped from the skull pins causing lacerations on the side of the head.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.